Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported by a basic evaluation patient that they spoke with a manufacturer representative (rep) and were told the rep believed the lead wires were pulled out. The leads were noted to be set to be removed on (B)(6) 2018. There were no further complications reported.